Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-13547 for the aortic valve insufficiency/regurgitation event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: b2 (outcomes attributed to adverse event), h1 (type of reportable event), and h6 (health effect - impact code and health effect - clinical code). Additional information was received through the japanese post-marketing surveillance system revealing post valve deployment, in addition to the aortic dissection observed, the patient developed a cardiac tamponade. A pericardiocentesis was performed prior to the thoracotomy. Subsequently, approximately two days post transcatheter aortic valve replacement (tavr) procedure, the patient passed away from the aortic dissection.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe native valve calcification) and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a sapien 3 ultra resilia valve, a balloon aortic valvuloplasty (bav) was performed and determined that the 23 mm was the correct valve size to be implanted. Subsequently, an acute aortic regurgitation due to native valve collapse developed which resulted in hemodynamic instability. Cardiac massage and percutaneous cardiopulmonary support were performed, and the hemodynamics became stable. The procedure proceeded and the 23 mm sapien 3 ultra resilia valve was implanted. Post valve implantation, paravalvular leak (pvl) was observed and a post-dilation was performed. An echocardiography was then performed, and it revealed an ascending aortic dissection. A thoracotomy was performed to resolve the event which resulted in the valve being explanted.